Event description:
During a remote follow-up, high pacing impedance was recorded on the right atrial (ra) lead. No intervention has been performed at this time. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.